Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this implantable cardioverter defibrillator (ICD), low out of range pacing impedances were observed on the right atrial (ra) channel. Insulation damage on the ra lead was suspected but not confirmed. This device was reprogrammed to turn ra therapy off. The ra lead is a competitor product. This ICD remains in service. No adverse patient effects were reported.